Event description:
It was reported to philips that one of the battery pca pins was broken and missing and the unit failed to power up.

Manufacturer narrative:
(B)(4): it was reported to philips that one of the battery pca pins was broken and missing and the unit failed to power up. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post servicing testing and remains at the customer site.